Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported leaking occurred at the welded connection between the bag and the tube. There was no harm to the patient.

Manufacturer narrative:
Investigation summary: the customer reported a leak was observed between the bag and tubing. No patient injury/harm reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A total of three (3) samples were received for evaluation. Visual inspection and functional testing performed confirmed the reported failure of leak between the bag and the tubing. The root cause is determined to be manufacturing/process related and a corrective action has been initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
Investigation summary: a review of the device history records for the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A device evaluation conducted on three (3) returned samples confirmed the reported leak by way of visual inspection and functional testing. A probable root cause has been identified as manufacturing/production process related. Trend analysis was conducted and no trends were identified for this failure mode over the past two (2) years; therefore, no further action has been taken. This complaint will be used for tracking and trending purposes.